Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-00484 addresses the first flexima biliary stent used in the procedure. Manufacturer report # 3005099803-2015-00493 addresses the second flexima biliary stent used in the procedure. Manufacturer report # 3005099803-2015-00549 addresses the third flexima biliary stent used in the procedure. It was reported to boston scientific corporation that a flexima¿ 8.5fr/7cm biliary stent and two flexima¿ 8.5fr/5cm biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) and stenting procedure performed on (B)(6) 2014. According to the complainant, during introduction of the first stent (flexima¿ 8.5fr/7cm), the physician had difficulty advancing the device into the scope. A flexima¿ 8.5fr/5cm was then used, however, the device had difficulty advancing through the anatomy and subsequently, the device was unable to be deployed. A second(flexima¿ 8.5fr/5cm) was then used, however, this stent also had difficulty advancing through the anatomy and subsequently, the device was unable to be deployed. The device was withdrawn and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Investigation results revealed that the stent was kinked, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Investigation result of stent kinked. Stent was loaded into the delivery system when received. Visual evaluation found that the stent was kinked at the base of the proximal barb. The working length (push catheter and guide catheter) was cut, and appeared to have been cut with a sharp object. The proximal section of the severed working length (push catheter and guide catheter) was not returned. The push catheter was bent in several locations and its suture hole was partially torn; suture was detached and missing. The guide catheter was separated from the push catheter for evaluation and it was found kinked, bent, and stretched. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the device to bend/coil leading to kinks in the stent and catheters. This can cause the catheter and stent to bind leading to failure of the stent to deploy. Efforts made to deploy the stent would cause further complications such as stretching of guide catheter, tearing of the suture and suture hole. Most likely, the device became difficult to advance in patient¿s anatomy due to the kinks and bends in the stent and catheters. Therefore the most probable root cause is 'operational context.' The device history record review found the device met all manufacturing specifications.